Event description:
Related manufacturer report number: 2017865-2023-08840. It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise resulting in inappropriate mode switch on the atrial lead and loss of capture and high pacing impedance on the left ventricular (lv) lead. It was also noted that the atrial and lv leads exhibited insulation breach and fracture. The physician elected to explant and replace the atrial lead and cap the lv lead on (B)(6) 2023. The patient condition was stable.